Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel vs pa rxl. See results from samples run on (B) (6) 2009 and (B) (6) 2009.

Manufacturer narrative:
Investigation in process.